Event description:
A patient reported experiencing inaccurate erratic results with a fast take meter. The patient's blood glucose results were 20.3 mmol/l, lo, 21.1 mmol/l, and lo. Tests were done within 10 minutes with a difference of 90%. Patient did not expeirence any adverse events. No further information has been reported.